Event description:
Event: (cc# 98-00798) the patient was transported from another facility. The "gas loss" alarm sounded from the system 97e pump. On 3/29/99, datascope was notified that the iab was probably discarded and would not be returned for evaluation. [Event complications]: unknown - reported 6/25/98. [Patient's current status]: unk - rpt'd 6/25/98.